Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. The blood glucose reading was 335 mg/dl. Customer treated with the insulin pump. She stated that the alarm was resolved by a complete set change. Nothing further was reported.